Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and error 48. The customer stated the insulin pump first detected a motion error, during self-test it alarm error 48. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to back up plan.

Manufacturer narrative:
The insulin pump was received stuck in the a48 alarm loop after battery installation due to a software error. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a35 and motor error alarm due to a48 alarms. However, the motor was tested outside the device and passed. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.